Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The mother is alleging that the infusion sets are leaking at the site, but she is unable to confirm exactly where the leak is occurring. The customer's mother is attributing the patient's high blood glucose to the leaks. No adverse event. The infusion set is being returned.